Manufacturer narrative:
The reported event of charge time out was confirmed through the device image, however the failure could not be reproduced. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
During device testing, a capacitor charge time limit was reached on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.